Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with an epithelial defect in the right eye about two weeks following a prk (photo refractive keratectomy) treatment in each eye. The clinic indicated that the patient had a slow healing epithelium. The doctor placed prokera in the right eye and began autologous serum drops in both eyes. The patient was examined about a week later and the patient's visual acuity was 20/20 in the right eye. The patient was continued on durezol 1 drops in both eyes once a day, doxycyline 100 twice a day and autologous serum drops. The patient was also continued with vigamox three times a day in the left eye and preservative free tears every 2 to 3 hours. The clinic reported that the patient's epithelial defect has resolved and at the last reported post op exam the patient was 20/25 in the right eye and 20/50 in the left eye.